Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited no increase in pacing impedance at fixation. The rvlp was taken out of the patient body, and found tissue entangled to the helix. The rvlp was not implanted and an alternate near at hand was implanted instead on (B)(6) 2025. There were no patient consequences.